Event description:
Related manufacturer report number 2017865-2024-01733. It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. The physician suspected rv lead damage, however, diagnostic imaging was performed and no anomalies were observed. The device was reprogrammed, however, noise resulting in oversensing was again noted. Abbott technical support was contacted, the session records were analyzed, and noise was also noted on the right atrial (ra) lead. A revision procedure was performed and no anomalies were visually observed. The rv lead was capped and replaced. No intervention was performed to address the ra noise. The patient was in stable condition.